Event description:
It was reported that the catheter was leaking aprox 10 cm from the hub. A new PICC was placed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause likely occurred during use. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained usage residue throughout and had been trimmed near the 7cm depth marking. Gross visual evaluation of the device revealed the presence of a short crack in the catheter at the 6cm depth marking. Microscopic examination of the crack site showed a diagonally-angled split which forked into two small cracks at each termination point of the main crack. Further examination found that the fracture surfaces were rough, granular, and topographically complex throughout all crack surfaces. Abrasive damage was seen on the exterior catheter surface leading into the longest crack. These fracture features were consistent with catheter contact against an instrument or object, which was external to the catheter. No potential manufacture damage or defect was observed. A lot history review (lhr) of recw1444 showed five other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1444 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was leaking aprox 10 cm from the hub. A new PICC was placed.